Event description:
It was reported that shaft break occurred. The target lesion was located in a right coronary artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for use. However, during the procedure, the balloon delivery shaft was fractured inside the patient. The device was completely removed from the patient's body within the catheter all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of 124cm of the quantum maverick balloon catheter. The proximal end of the hypotube and hub were not returned for analysis. The separated end of the hypotube was ovaled indicating the hypotube was kinked prior to separating.

Event description:
It was reported that shaft break occurred. The target lesion was located in a right coronary artery. A 3.0mm x 15mm quantum maverick balloon catheter was advanced for use. However, during the procedure, the balloon delivery shaft was fractured inside the patient. The device was completely removed from the patient's body within the catheter all together and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.